Manufacturer narrative:
This report was created to capture the post procedure complication of vessel stenosis decreasing flow; however, this was due to use of incorrect sized pipeline. There was no issue with the device. All the information was received from the article: briganti et al. Treatment of intracranial aneurysms by flow diverter devices: long-term results from a single center. European journal of radiology 83 (2014) 1683-1690. (B)(4).

Event description:
Information received from the article: briganti et al. Treatment of intracranial aneurysms by flow diverter devices: long-term results from a single center. European journal of radiology 83 (2014) 1683-1690. Thirty out of 35 patients were treated with pipeline embolization devices. The mean age was 54. In one of the patients, there was very late occlusion in the giant partially thrombosed carotid-ophthalmic aneurysm. There was atherosclerotic irregularity of the surface of the parent vessel and stenosis proximal to the aneurysm neck, most likely due to use of an oversized pipeline resulting in decrease of the flow diversion effect. This article reports the long-term results (2-4 years) of this treatment from a single-center and shows that flow diverter devices are a safe and efficacious treatment of intracranial aneurysms, resulting in high occlusion rate and low incidence of complications. The information was received from the same article as 2029214-2015-00136.